Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) of a previously placed stent located in the moderately tortuous and mildly calcified first diagonal of the left anterior descending (lad) artery. Following the treatment of the isr with a 3.0 drug-coated balloon (dcb) and dilatation was performed in the first diagonal of the lad with a 2.0 non-bsc balloon catheter at 10 atmospheres, a 16 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. The stent was lifted during the attempt. No patient complications were reported and the patient's status was good.